Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked before the procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
This report is being resubmitted. It was originally submitted on 9-oct-2019 with core ID: (B)(4) and could not be processed by cdrh. Refer to cesub ticket # (B)(4). The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Upon visual inspection an opening on the bottom corner of the drain bag was identified that would have resulted in leakage. A full product pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. The cassette was full evaluated on a calibrated console and no leakage was detected. The sample could prime, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process of the drain bag. Quality engineering materials will notify the supplier of the complaint per procedure. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).